Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for four (4) years and eight (8) months, underwent a transcatheter aortic valve replacement procedure due to severe prosthetic valvular stenosis and severe prosthetic valvular deterioration with aortic insufficiency. An edwards transcatheter valve was successfully implanted in the aortic position without complications. Postoperatively, he was hemodynamically stable. He was discharged on pod #1. This (B)(6) year-old male was admitted due to severe aortic regurgitation with history of aortic valve replacement x2. He also has a history of congestive heart failure, morbid obesity, dyspnea, copd, type 2 diabetes mellitus, hld, htn, pulmonary hypertension, on home oxygen, s/p congenital bicuspid aortic valve avr in 2010 with a mitroflow valve, sternal nonunion, and recent urinary tract infection as well with rhabdomyolysis. During the redo avr back in 2013, the surgeon was unable to completely excise the mitral flow sewing ring and so placed the magna ease in a supra annular position.